Manufacturer narrative:
On 12/30/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the sample two (2) areas of siltex cracking were observed on the posterior view, also the rupture a and b were observed within areas of siltex cracking . The tear a measuring approximately 2.4 cm and the rupture b measurement approximately 2.1 cm. No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in the shell of siltex breast implants. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast reconstruction revision with a (left) 450cc mentor memorygel breast implant and a (right) 400cc mentor memorygel breast implant, suffered bilateral ruptures, post-operatively. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2019 with the following devices: (left) 465cc mentor memorygel breast implant catalog: smpx465 lot: 7653969 sn: (B)(4) and (right) 465cc mentor memorygel breast implant catalog: smpx465 lot: 7653969 sn: (B)(4). This medwatch form is for the left breast prosthesis.